Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08720 inches. The drive support disk was inspected and no anomaly was noted. No excessive no delivery alarms, motor error alarms, external ram crc error alarms or unexpected pump resetting anomaly was noted. The motor was tested outside the device and passed.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of over 600 mg/dl. The customer experienced symptoms such as vomiting. The customer was treated with insulin drip. Customer reported he woke up with the high blood glucose of 585 mg/dl. Customer's blood glucose reading was 88 mg/dl t the time of call. The customer was wearing the insulin pump during the hospitalization. Customer also reported that the insulin pump drive support cap was sticking out. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.